Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation complaint received ad 23 mar 2022. Revision completed due to pain, excessive and toxic cobalt chromium to wear, tissue and bone destruction. Prior to revision MRI shows pseudotumor formation consistent with metallosis. Doi: (B)(6) 2008; dor: (B)(6) 2020; right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Event description:
Medical records received: on (B)(6) 2020, exactly 3 weeks after the revision of his right hip replacement surgery, the patient was reported in the shower and turned to dry off when he felt his hip popped out of place. The patient was found in the shower of his home after his hip become dislocated. The patient was transported to the hospital. On (B)(6) 2020, the patient was brought to the hospital due to extremity pain, felt a popping sensation on his right hip is now unable to bear weight pain and his right leg was shortened. On (B)(6) 2020, the patient was brought back to the same hospital due to acute pain. The patient stated he would be trying to bend down to tie his shoes he felt a pop in his right hip. Thought it would self-reduce once he relax but it did not go back and eventually called on for help. On (B)(6) 2020, the patient was dispatched to a residence for bleeding from the medical device. The home health nurse who was changing the dressing around the site said that the bleeding would not stop as it continued.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, medical reported that on (B)(6) 2020. The patient was revised due to right hip metallosis. Patient-reported had squeaking right hip joint and chronic pain, a pseudotumor on MRI, and metal ions were high.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received with the following additional information: on (B)(6) 2020, patient has reminded his right hip replacement was done 2008 in california with metal-on-metal depuy hip replacement. He did fine with that initially, but he has had squeaking in that hip since then. On (B)(6) 2022, the patient had a follow up on patient condition, preparing for discharge. The patient has a history of right tha joint infection requiring I&d on (B)(6) 2020 with long course of IV antibiotics then transitioned to oral meds. The patient developed breakthrough infection, requiring right hip resection arthroplasty revision (B)(6) 2022, with initiation of IV antibiotics through (B)(6) 2022. Resident has decreased mobility to right hip joint due to infected prosthesis and infected surgical wound to right hip. Has joint contracture of bilateral feet. Partial weight bearing to rle.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.